Manufacturer narrative:
Device evaluation is not necessary as the nerve damage is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient was referred for explant surgery due to an ear, nose, and throat specialist confirming that the patient's initial implant surgeon cut her vagal nerve during her initial implant. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Manufacturer narrative:
Device evaluated by MFR?, code 81: device evaluation is not necessary as the nerve damage is not related to the functionality or delivery of therapy of the device.

Event description:
The patient underwent vns explant. Product return and device evaluation is not necessary as the reported nerve damage due to the surgeon cutting the vagus nerve is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.